Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, they were able to fire three reinforced loads without issue. However, when they fired the fourth and final reinforced load, it would not fire after hitting the activation button, and the stapler displayed 0 at the bottom right. They opened a manual stapler handle, but when they fired the same staple load, it made the loud cracking, popping, snapping sound and would not fire. Then they opened another reinforced staple load, and it was loaded on the manual handle. When they tried to fire it again it made the loud cracking, popping, snapping sound and would not fire. A second manual handle was then pulled, and this time on pushing the green activator on the handle, the handle did not go into the open position for grasping and firing, so it was unable to fire. They tried to troubleshoot for several times but it still was unable to fire. Then they used a new staple load on the original stapler and it was able to fire. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a pmv representative reload. During testing of the instrument, a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack at site of initial firing post clamp up. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful con sideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.